Event description:
Pt had double lumen catheter removed 10/25/93. A piece of the cuff inadvertently retained superficially under right hemithorax. Pt began experiencing fever, cough, and leukocytosis on 3/13/94. Incidental xray finding revealed segment of catheter. In light of leukocytosis and fever, segment of catheter was surgically removed 3/17/94. Pathology revealed segment of catheter cuff with foreign body reaction noted.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: unanticipated. Conclusion: device failure indirectly caused event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.